Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported the pt felt her stimulation was intermittent but not positional. A full parameter diagnostic indicated a low impedance value on one of the contacts. X-rays did not reveal any anomaly. Reprogramming with a higher frequency has resolved the issue.